Event description:
It was reported that the insulin pump had a minor crack on the screen, but whenever the device was around moisture or humidity, condensation was seen behind the screen. The customer's blood glucose was 280 mg/dl, which was treated with a bolus delivery. There was also a crack near the reservoir compartment on the belt clip side. The customer stated that damage occurred due to normal wear and tear. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage found on keypad traces, under the lcd screen, electronic assembly or motor. The insulin pump had cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. No crack on lcd screen noted.